Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) would not power the hand piece. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) would not power the hand piece. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.